Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter, so the complaint cannot be confirmed. Argon¿s attorneys are attempting to gather additional information. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2018 the patient was prescribed and implanted with an option elite retrievable ivc filter on an unknown date by dr. (B)(6) at (B)(6). The complaint alleges the patient experienced breakthrough pulmonary embolism which resulted in death.